Event description:
It was reported that patient suffered from hip dislocation and required reduction and/or manipulation under anesthesia to resolve.

Manufacturer narrative:
The associated reflection acetabular liner was not returned for evaluation. Our investigation included a review of the manufacturing records for the listed batch which did not reveal any deviation from the standard manufacturing processes. A review of complaint history did not reveal additional complaints for the listed batch. Our investigation could not determine a specific cause of the failure. A clinical evaluation noted that radiographic images from the primary and subsequent follow-up clinical study images were provided which don¿t give a root cause for the dislocation. Since the devices haven¿t been revised it¿s not possible to examine the components to identify a root cause for the dislocations. The extreme flexions noted are likely factors for the reported dislocations. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened